Manufacturer narrative:
A manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. Device was returned on (B)(6) 2015. In addition the patient interface was received however, due to the fact that it was not returned in it original package we were unable to identify it from the rest of the returned products and no investigation can be performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss after the laser fired with the patient interface (pi). The procedure was completed using a new suction ring assembly. There is no patient injury reported.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.